Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, persisted urinary incontinence, mild burning with urination, lower back pain, pyuria, new onset urge, cramping and bleeding with sexual activity. An excision of the mesh and cystoscopy were performed.